Manufacturer narrative:
(B)(4). The a-frame was returned in good condition with the thumb screw missing. In follow up with the sales representative it was found that the thumb screw and washer was present on the a-frame during use and had broken allowing the a-frame to fall off the inserter. The screw and washer was recovered but had been discarded during surgery making them unavailable for evaluation of why it broke. Receiving/ inspection report was reviewed for the a-frame lot which did not identify any deviations or anomalies. This instrument has a potential field age of approximately 2 years, 10 months. This device is used in the treatment of the patient. This is the only complaint for this part and lot combination. Based on the provided information the a-frame had fallen off the inserter due to a broken thumb screw. As to why the thumb screw broke cannot be determined. This MDR was identified during an internal retrospective review to meet reporting requirements and therefore is being filed retrospectively.

Event description:
It is reported that during impaction an alignment frame allegedly broke off the impactor handle.